Event description:
It was reported that during a surgery a polaris plug driver tip fractured during final tightening and two multiaxial screws jammed and failed to rotate. There was no patient impact. This is report three of three for this event.

Manufacturer narrative:
Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: the DHR was unable to be located, therefore a DHR review was unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2023-00341 through 3012447612-2023-00343.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a surgery a polaris plug driver tip fractured during final tightening and two multiaxial screws jammed and failed to rotate. There was no patient impact. This is report three of three for this event.